Event description:
It was reported that patient had diaphragmatic stimulation presumed from left ventricle (lv) pacing. The device remains in use, but the lv pacing was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.